Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise, oversensing and low amplitude. Post shock the subcutaneous electrocardiogram (s-ECG) appeared normal. Technical services (ts) discussed troubleshooting options such as palpitating and massaging the electrode track and pocket as there was air entrapment. This s-ICD remains in service. No adverse patient effects were reported.